Event description:
It was initially reported that the patient had a lead break. The patient had their generator and lead replacement. The generator and lead will not be returned to the manufacturer from the hospital without a signed consent from the patient. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.